Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was noted that the right ventricular (rv) lead was oversensing noise. The physician attempted to replace the lead on (B)(6) 2024 but was unable due to patient anatomy. The rv lead was deactivated. The patient was in stable condition.